Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed after appropriate shocks were given for vt/vf via remote transmission. Oversensing was noted in non-sustained oversensing episodes. The lead was capped and replaced on (B)(6) 2016.